Manufacturer narrative:
The investigation of pain and limb ischemia has been completed. The device was returned for evaluation and a visual inspection did not reveal any abnormalities with the pump. As the necessary clinical information was not provided, the root cause of the limb ischemia and pain was not determined.

Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported the impella cp pump placed to support a patient admitted in with an acute myocardial infarction/cardiogenic shock. The patient experienced pain at the insertion site and the team attempted to treat the pain by removal of the peel away sheath. The repositioning sheath was advanced, but no flow was present down the leg. The team further attempted to treat by adjustment of the perclose sutures. The team made choice to explant the pump and pressure held at the site. The patient was noted to be in stable condition.